Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to a missing ground pin. It was further reported that the power cord sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the power cord sheathing was torn.